Manufacturer narrative:
The device was not returned for evaluation. The lot/device history review and/or trend analysis was considered acceptable and the product is performing within anticipated rates. The exact cause of the reported event could not be conclusively determined. The product will be evaluated if the device is returned. No corrective action required. Report (3 of 4). See related reports 0001932402-2021-00009, 0001932402-2021-00010, 0001932402-2021-00008.

Event description:
A user facility in the (B)(6) reported reoccurring issues with the eye collapsing due to inadequate flow. The infusion line would not keep the eye at a safe pressure whilst performing the vitrectomy at full vacuum, even if the infusion pressure was turned up to 40-50. This also resulted in the eye collapsing when the infusion pressure needed to be lowered for indentation. The infusion line was not kinked during the procedure. There were clinical consequences which resulted in a retinal tear. The surgeon treated and attached the retina. The surgery was completed and no additional anesthesia was required. The surgery duration was increased more than 30 minutes.